Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead got stuck due to the patient having narrow blood vessels. Upon removal the lead had blood in the insulation and was suspected to be damaged due to the procedure. An alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is extrinsically cut at 33 cm and 34.5 cm. If information is provided in the future, a supplemental report will be issued.